Event description:
Patient presented back to the physician with an open chest incision. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with swelling and redness at the chest incision on 19-sep-2023. Physician prescribed antibiotics on (B)(6) 2023. Patient presented back to the physician on (B)(6) 2023 with improvement at the chest incision. On (B)(6) 2023, patient underwent a non-inspire surgical procedure and was prescribed antibiotics after the procedure. Patient presented back to the physician with an open chest incision on (B)(6) 2023. Physician brought the patient into the or on (B)(6) 2023 and moved the ipg lateral and inferior to the previous pocket. Physician closed the old pocket.